Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that their bronchovideoscope device displayed an error e226. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The investigation could not confirm the customer reported failure. In addition, the investigation found that due to corrosion on plug unit, b30 (scope communication err) occurs. Based on the investigation, the definitive root cause of the reportable issue indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.